Manufacturer narrative:
Initial MFR report submitted in error. Please disregard the information in this report. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h10 - disregard initial medwatch report due to claim is a duplicate of another claim. MFR# 2023826-2020-01707 for correct claim. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens into the patient's eye. The surgeon reportedly is considering to remove the lens because the lens is "too big." Attempts to obtain additional information have not been successful.